Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-8737-37 hex screws had issues during a case. During a metacarpal fracture procedure as they were almost crossing the fracture site they heard an audible noise and the tip of the screw driver broke off. Vice grips were used to back the screw out since the head of the screwdriver was broken off in the screw. Additional information was requested. Additional information on (B)(6) 2022: the case was completed using k-wire. It was completed successfully and the patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.